Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; instead a picture of the device was provided. Review of the picture did not observe the reported malfunction of a blurry screen. The picture did show the anti-glare coating on the display. The anti-glare coating is standard and does not indicate any device malfunction. This claim has been closed as device meets specification. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during an incoming inspection, the device's display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.